Event description:
The physician used the everflex entrust to treat a chronic total occlusion in the left proximal superficial femoral artery as per IFU. The device was advanced to the lesion passing through a previously deployed stent with no resistance encountered. During removal a component of the device detached within the sheath and was removed from the patient when the introducer was removed. No intervention reported. The procedure was completed with a good final result. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system (sds) was received for evaluation. A disc with 40 cines was also received and reviewed. The cines include pre-treatment condition, stent implantation, and post-implant flow condition shows the entrust delivery system being used to position the stent. No abnormalities in the entrust delivery system are noted in the cine. Cine 2 shows the everflex stent successfully implanted. The entrust sds was received in two pieces: the handle with outer sheath and the inner guidewire lumen/push rod. The inner guidewire lumen/push rod was examined. The proximal end of the inner exhibits the proper amount of roughening. No adhesive residue was noted over the roughened surface. The handle with outer sheath was examined. The handle was received with the red safety tab and tube removed from the safety tab cavity in the handle. The safety tab cavity was examined: the pull cable was present. The printed strain relief was removed to allow examination of the interior of the handle. The handle was split opened: the pull cable is properly routed within the handle. The inner guidewire lumen/push rod is not present. The handle¿s proximal hub luer lock appears to be cleanly separated from the inner guidewire lumen/push rod. A minimal amount of adhesive residue was note within the luer lock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.